Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician did not unscrew the proximal setscrew on the right ventricular (rv) port. When the physician tugged on the rv lead to remove it from the header, the insulation was damaged and the pin separated from the lead. Subsequently the rv lead was cut and surgically abandoned. The device was explanted and the pin of the lead remained in the header. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection that was performed prior to decontamination which noted that a lead pin was in the ventricle port and all setscrews were in the up position. The lead pin was able to be removed without difficulty. The v-tip setscrew was stuck in the up position. The three remaining setscrews moved freely in both directions. High power visual inspection of the header and lead barrels following decontamination noted a hole in the a-ring and v-tip seal plugs. The v-ring capture washer was bent upwards and the setscrew was backed up against it. All four setscrews moved freely. The hex wrench did not click in the reverse direction when backing the a-tip and v-tip setscrews up against their capture washers. The a-tip and v-tip seal plugs were removed and high power visual inspection noted that both capture washers were partially torn off of their terminal blocks and both were bent upwards. The a-ring seal plug was removed and its capture washer was also bent upwards. The evidence of the four bent capture washers and the two capture washers partially torn off indicates that each terminal block was subjected to reverse torque forces greater than what the setscrew/capture washer was designed to endure. All setscrews were in the up position when returned. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis determined that the damage to the device was induced.